Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose in the 50 mg/dl range. She treated with milk and blood glucose value went up to 130 mg/dl. The customer stated that she had been receiving sensor error alarms all night. After troubleshooting, the customer was advised to remove and change the sensor. The customer stated that she sensor was bent.